Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error, unspecified error and esc button takes multiple or longer presses to respond. Customer¿s blood glucose level was unknown. Customer reported multiple rewinds per prime 2 times and failed battery test. Customer declined troubleshooting. The device will not be returned for analysis.